Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation, however a photograph was provided. There was no evident visual damage identified during the inspection of the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an add-a-line secondary medication set leaked below the hand pump where the cross folds meet the tubing. There was no patient involvement. No additional information is available.